Event description:
During a phacoemulsification procedure, the phaco mode of this unit stopped and the bipolar function would not activate. The physician performed an extracap manual procedure on the pt.